Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Upon visual inspection, the main coil and the pusher wire were returned stuck inside in a bsc catheter, and also the rotating hemostatic valve (rhv) was returned. After removed it from the catheter it was observed that the pusher wire was kinked and detached at interlocking arm section, and the main coil was stretched and kinked. Blood was noticed inside the catheter. No more damages were observed. Upon microscope inspection, no more damages were observed. Dimensional inspection of the pusher wire and main coil revealed that they were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01feb2023. It was reported that the main coil was unable to advance in the catheter, prematurely deployed inside patient and was stretched. The patient was punctured from the left femoral artery. A 14mm x 50cm interlock was selected for use. During the course of the procedure, there was resistance in advancing the coil. When the catheter was withdrawn, the coil was stretched and unhooked, and separated from the delivery wire. The procedure was completed with another device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the pusher wire was detached.